Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The reported failure mode/identified defects can be attributed to improper handling and application of excessive force, impact to the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope's connection pin was broken. The issue occurred during post-procedure cleaning. The intended procedure was completed with the same device. There were no reports of patient harm.